Event description:
It was reported that the merlin home transmitter failed to power up and found to have burnt damages after device analysis. The transmitter was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The field complaint of the transmitter not turning on was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter or to the outer casing of the ac power adapter. The unit was plugged into the ac electrical wall outlet and did not turn on. The prongs were removed, and it was observed that a burnt odor emitted from the inside of the ac power adapter. After opening the ac power adapter, burnt components were observed on the main circuit board and on the inner casing. After opening the transmitter, the main pcb board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the burn damage.